Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of the month that complaint was reported. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "misfired"? When the vessel was severed, was it the jaws themselves that severed the vessel? Or did a clip severe the vessel? Was there any change in the procedure due to the issue that occurred? Was there any change in the post-operative care of the patient due to the issue that occurred? (B)(6) memorial hospital, (B)(4).

Manufacturer narrative:
(B)(4). Batch # t92a93. Device analysis: the analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number (t4046a), and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number (t92a93), and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please clarify how the device "misfired"? No further details given. When the vessel was severed, was it the jaws themselves that severed the vessel? Unknown. Or did a clip severe the vessel? Unknown. Was there any change in the procedure due to the issue that occurred? None documented. Was there any change in the post-operative care of the patient due to the issue that occurred? None documented.